Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had squirted insulin when priming. The customer¿s blood glucose level was unknown. Customer stated that the broke a couple of times sites was causing multiple no delivery and batteries was draining quickly. Customer stated that prime or rewind was loud. Customer stated that the plastic chipped off when changing reservoir and there was cracks or chipping in compartment. The insulin pump will not be returned for analysis.